Event description:
Per the clinic, the patient experienced magnet dislodgements after an MRI (strength not reported). Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2025, in order to reposition the internal magnet.